Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl due to the basal iq not being active on the pump. Customer consumed food to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Review of pump data logs verified customer had multiple incomplete alerts.